Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the operation it was found that the clasp on the trilogy acetabular system shell with holes porous could not be rotated. So the doctor re-ground and replaced it with a 54mm cup to complete the operation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A trilogy acetabular shell was returned. Visual evaluation identified the following: the locking ring was seized in the lock ring groove. The locking ring tabs were correctly oriented in the locking ring groove window. The locking ring was found to be bent upon removing it from the groove and there was damage on the inner surface of the shell in the form of witness mark. The deformation of the ring coincides with the damage observed on the inner surface. The thickness of the ring was found to be conforming to print specifications. The lock ring groove was measured 100% on a cmm at the time of manufacturing and was found to be conforming. No other damages were noted and no further evaluation was possible with the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.